Event description:
Patient stated he was hospitalized with a diagnosis of dka, bg was >600. Patient stated he felt dizzy, fatigued and nauseated with the bg >600 and he had an undisclosed person take him to the hospital. The patient was admitted to the hospital on (B)(6) 2019 and discharged to home on (B)(6) 2019. The patient stated that when this vgo device was removed at the hospital it was filled with insulin; exact length of time the patient had been wearing the vgo is unknown.